Manufacturer narrative:
No button error alarms noted during testing. The insulin pump had intermittent button response due to corroded keypad trace. Numbers were not ramping on their own during testing nor was the scroll bar moving without any input. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and reservoir tube cracked.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump kept alarming button error. Customer's blood glucose was 10.0 mmol/l. The number were also scrolling on their own. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.